Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1, e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, scope detection does not work occurred because the pins of the video connector sockets were bent. The cause as to why the pins were bent could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the visera elite video system center, had a damaged socket / paddle port, paddle port on processor. The issue occurred during an unknown procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event.